Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned, mmdg is unable to investigate the complaint. This report is being filed for the delay in therapy that the customer expierenced.

Event description:
The initial reporter stated that the pump was alarming high up occlusion and they were unable to resolve it. Mmdg followed up with the initial reporter, who stated that this resulted in a ten hour delay of therapy, they also stated that they did have a back up pump, but had not used it until then, however, no adverse effects were reported as a result of this delay. (B)(4).